Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer had previously been in the hospital. The customer's blood glucose level was unknown. No further details were provided or obtained.